Manufacturer narrative:
B3: estimated as 04/01/2025 as the published date for the article is noted as 01 april 2025. D4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: ogurek, I., dicaro, m., houshmand, n., mahani, s., & namazi, a. (2025). Percutaneous retrieval of embolized watchman device from the left ventricle. Jacc, volume 85, issue 12, suppl a.

Event description:
Reported via journal article. It was reported that device embolization occurred. A 66-year-old male with atrial fibrillation (af) and gastrointestinal (gi) bleeding underwent a left atrial appendage closure (laac) procedure with a 20mm watchman flx laa closure device. Post-procedure, the device had 15% compression and partially dislodged, embolizing into the left ventricle (lv). Attempts to snare the device using a non-boston scientific (bsc) sheath and non-bsc snare were initially unsuccessful, but it was eventually successfully retrieved under transesophageal echocardiography (tee) and fluoroscopic guidance. The closure device, entangled in the posterior papillary muscle, was removed without causing mitral regurgitation or pericardial effusion. The patient remained stable with no complications post-procedure.